Event description:
It was reported that stent damage occurred. The subtotal occluded target lesion was located in the severely calcified right coronary artery. A 3.00x28mm promus element plus drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent could not cross the lesion and the stent was damaged. The procedure was completed with a different device. There were no patient complications reported and the patient was stable.